Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on jun 18, 2020 with lot number (B)(6). Analysis of the returned device identified: creases fold, wear abrasion, curved opening on anterior and crack opening on valve seat diaphragm valve. Leak test and microscopic analysis was performed which identified; crack opening on valve seat diaphragm valve and curved crease smooth on anterior. Based on the device analysis the final assessment is:a cracked valve seat diaphragm valve.an opening crease smooth on anterior and radius assessed as fold flaw opening. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.